Manufacturer narrative:
The product was returned for analysis. Evaluation of the device indicated the customer complaint of heat could not be verified since the handpiece was not running when received. Pre-repair temperature testing could not be performed. The rear bearings were corroded on the device. The device was repaired, tested to manufacturer product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device heated up within a minute. Another handpiece was used to complete the procedure. There was no patient impact.